Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events could not be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log files captured 3 low-speed events on (B)(6) 2021 between 19:20:03 through 19:31:28 am. All of the events occurred while the system was operating on the power module. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. Heartmate ii lvas IFU, rev. C, is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic when three low-speed advisories were observed the day before on (B)(6) 2021. Speed dropped to as low as 3380 rpm. It was unclear why these speed drops occurred or if there was a driveline issue. The submitted log files confirmed the speed drops on (B)(6) 2021 at 1920 and 1931 while the device was connected to the mobile power unit (mpu). These events could be caused by two different situations with one being that something had passed through the pump causing the speed to drop or the other being a driveline issue with short to shield.